Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy procedure performed on an unknown date. During the procedure, they reported that the snare was not able to cut and very misshaped. The procedure was completed with the original device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.